Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "please help with two more broken staplers. When the error occurred, the doctor checked the staples again and discovered that 4-5 staple needles came out at the same time, not one." A new stapler was used to close the wound on the patient. No patient harm or injury. The patient's current condition is reported as "fine". Additional MDR number include 3003898360-2024-00277.